Event description:
It was reported that this pacemaker system stored inappropriate atrial tachy response episodes due to far-field oversensing. Technical services advised far-field oversensing is intermittent and provided reprogramming recommendations. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system stored inappropriate atrial tachy response episodes due to far-field oversensing. Technical services advised far-field oversensing is intermittent and provided reprogramming recommendations. Additional information from the field representative provided reprogramming was completed. No other actions have been taken at this time. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.